Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the device was damaged. This is believed to have been induced by the trauma reported. Due to device damage, adequate testing could not be performed. The failure of this implantable cochlear stimulator (ics) device was attributed to a severely fractured case. Cracked cases are usually associated with impacts sustained over the implant location, which is consistent with the trauma reported. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.